Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during an unscheduled follow up a decrease in the pace impedance and sensing values was exhibited with this right ventricular (rv) lead. An increase in the capture thresholds was also noted as well as a loss of capture. A revision took place to extract and replace this lead. The lead was disposed and will not be returned. It was noted that the possible cause of the reported clinical observations was trauma following a road accident. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during an unscheduled follow up a decrease in the pace impedance and sensing values was exhibited with this right ventricular (rv) lead. An increase in the capture thresholds was also noted as well as a loss of capture. A revision took place to extract and replace this lead. The lead was disposed and will not be returned. It was noted that the possible cause of the reported clinical observations was trauma following a road accident. No additional adverse patient effects were reported.